Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch #: t92134. Additional information was requested and the following was obtained: is the handle broken? No. Did the white tissue pad break off? Yes. Is the white tissue pad completely missing from the clamp arm of the device? With a device yes. Did the patient experience any adverse consequences due to this issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a esophagectomy the sheath of the device detached from the tip during the coagulation.